Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis evaluation. Failure analysis found a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the force bipolar instrument for failure analysis evaluation. Therefore, the cause of the customer reported issue cannot be determined.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia and ventral hernia tapp surgical procedure, tissue from the peritoneum and contents of the hernia sac were catching on the pulley of the force bipolar instrument. The robotics coordinator stated prior to the tissue entrapment, the instrument had been in use dissecting for about 45 minutes and the tips were clean with no build-up of bio debris. To release the tissue, the surgeon pulled and excised the tissue, which was to be removed as part of the planned procedure. There was minimal bleeding that was resolved by the surgeon using cautery. The blood loss volume associated with the complication is unknown. The procedure was completed robotically, and the patient was discharged home.